Event description:
It was reported that the patient had a hematoma at the implantable pulse generator (ipg) site that burst and became infected. The physician had to drain the site and patient was administered antibiotics. The physician was unable to confirm the cause of infection. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6). Batch/lot number: 7156799, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7160006, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4316, batch/lot number: 37920448, model/catalog description: clik anchor, unique identifier (UDI) #: (B)(4).